Event description:
Affiliate reported that the device would not reprogram the pressure and needed to be replaced.

Manufacturer narrative:
The investigation did not confirm the problem reported by the customer. No programming difficulties were observed during the investigation of the device. The serial number of the valve was found, the lot number was cgmc0n and the product code. The valve was tested for programming and flow before being sent to the investigation site. The valve failed these tests. Therefore, the product was sent to the investigation site for evaluation. The valve was on position 150 mmh2o when received. It was visually examined. A residue of liquid was noted in the valve casing. It was probably a residue of water used during the decontamination procedure. The valve was tested for programming. The valve succeeded to reprogram. The valve was examined under microscope at appropriate magnification and nothing abnormal that could be considered as a potential source of failure was noted. Review of the history device records confirmed the valve conformed to the specifications when released to stock in december 2006. No observations were made that would explain the problem encountered by the customer. No problems were noted during the examination of the device. It might be that some biological debris, which interfered with the ability of the valve to reprogram, softened during stream sterilization and/or during the preliminary flow test in another country, this would explain why the valve succeeded to program when it was tested at the investigation site. However, this could not be confirmed. No corrective action is needed based on the results of the evaluation. Trends will be monitored for similar complaints. At the present time this complaint is closed.